Event description:
It was reported that during defibrillation threshold (dft) testing at implant of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD), a 65 joule shock was delivered, however, did not convert the induced arrhythmia. A subsequent 80 joule shock was delivered and converted the induced arrhythmia. Shock impedance measurements were noted to be 62 and 70 ohms. Signal amplitude measurements were noted to be small in primary sensing vector. It was noted that the patient was larger in stature and barrel chested. The physician felt good about the placement of the system and was satisfied with the outcome of dft testing. The procedure was completed with the device programmed to secondary sensing vector. Additional information was received one day post implant that an x-ray was performed. The company representative requested technical services (ts) review of the x-ray. Ts reviewed the x-ray and noted that system placement appeared suboptimal with the device appearing to be a bit rotated somewhat anterior. The electrode appeared to be pulled back towards the device. Ts recommended obtaining new x-rays to confirm placement of the system. The physician was not concerned about the placement of the system, however, plans to perform updated x-rays on a future date. Additional information was received that repeat x-rays were performed. The physician was not concerned with system/product placement and plans to leave the system as is and continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.